Event description:
This is a spontaneous report by a nurse regarding bacterial peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for gram negative organism. Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing at the time of the event. The patient was recovering from the event. Per the nurse, the bacterial peritonitis was not related to pd therapy.

Event description:
During follow-up for an unrelated alarm, the patient's wife indicated the patient had an infection. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse: about 3-4 months ago in 2010, the patient began peritoneal dialysis (pd) therapy using pd4 ambuflex (total fill volume and lot number unknown). It was reported that around the week of (B)(6) 2010 (exact date unknown), the patient touch-contaminated his transfer set and after that, around the same week (exact date unknown) the patient was diagnosed with peritonitis, manifested by cloudy effluent. The nurse indicated the patient's pd effluent was analyzed, which revealed (B)(6). The nurse indicated the patient was treated with vancomycin, intraperitoneal and has recovered from the peritonitis. The nurse indicated the patient's transfer set was replaced, the patient was retrained on proper technique, and has been able to continue with pd therapy using pd4 ambuflex. The nurse indicated the peritonitis was not related to the dianeal solution or homechoice machine. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10f04064 and h10e11079) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.